Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, broken shell and others, and a missing a piece of shell (0-25%). A microscopic analysis was performed which identified broken sharp on the posterior. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture, baker grade IV. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade IV. The device has been explanted.